Manufacturer narrative:
Additional information in adverse event or prod prob (b) investigation result: no samples were received for investigation, in which the customer has stated: ¿positive pressure connector connected to the infusion, the infusion is not smooth.¿ the product in use at the time is reported to be a 2000e china from lot 24015031. Further information from the customer has stated that the reported defect was identified at the stage of connecting the infusion set and had not yet started the infusion. Further more the medication was stored at room temperature and customer has confirmed that the product was not defective. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24015031 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.

Event description:
Additional information: after talking to the equipment department and clinical understanding: it is a complaint of routine adverse events. Since the customer did not retain the sample, no clogging or springback could be observed this product is only at the stage of connecting the connector to the infusion set, and the infusion has not yet begun no storage refrigerator, room temperature storage. The product is not defective, it just doesn't work.

Event description:
On (B)(6) 2024, in the ICU intensive care, nursing staff in the patient infusion, the use of positive pressure connector connected to the infusion, the infusion is not smooth, replacement of the same batch of another positive pressure connector to use, can be normal infusion, immediately the faulty positive pressure connector to save, contact the engineering department to report the adverse event of medical devices.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.